Event description:
It has been reported to philips that the lead-glass panel fell off. No harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, any patient involvement in the event was unknown. The philips field service engineer (fse) inspected the system onsite and confirmed that the mavig lead-glass panel was missing. The customer reported that the panel fell without causing any harm. The medical technician at the customer facility wanted to fix the panel themselves. No repair action was performed by philips. The customer reportedly fixed the panel and resolved the issue. After these actions, the system was returned to use in good working order. The codes were updated based on the investigation outcome.